Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 101 and 6 were not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to detect row b in auxiliary drawer 6. A field service engineer reseated the row board cable connections at both the drawer control board and the row board tray. Despite this, the issue persisted, indicating a fault beyond the cable. Further diagnostics isolated the problem to a malfunctioning row board tray, for which a replacement part was ordered. Upon revisiting the client site, the faulty cubie tray in row b was successfully replaced. Post-replacement, all hardware test application (hta) tests passed, confirming the issue has been resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 101 and 6 were not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.